Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the set would not flush could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22129025 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog in the line. There was no report of patient impact. The following information was provided by the initial reporter: the tech reports that she attached extension set to saline flush and when she began to prime the line, she was unable to flush saline through the extension set. The tech called her leader who was able to flush saline, but leader reports it required much more pressure than usual, very forceful effort. After starting the flush, extension worked as expected, but initial flow felt like dislodging a plug.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog in the line. There was no report of patient impact. The following information was provided by the initial reporter: the tech reports that she attached extension set to saline flush and when she began to prime the line, she was unable to flush saline through the extension set. The tech called her leader who was able to flush saline, but leader reports it required much more pressure than usual, very forceful effort. After starting the flush, extension worked as expected, but initial flow felt like dislodging a plug.